Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that patient¿s previous battery was supposed to last for 10 years and she had the old implant for 5 years before replacement. She depleted the old battery in 5 years instead of 10 years. The old implant did not die but was in the process of dying. No further complications were reported/anticipated.